Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead implanted 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had noise with a possible lead fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.